Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01127, 0001825034-2024-01128. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Proposed component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations couldn¿t not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the left hip arthroplasty is anatomically aligned. There is no fracture or dislocation. Bone quality appears osteopenic. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat# 51-113150 lot# 6086695 tprlc 133 type1 bm so 15.0. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately sixteen months post implantation, the patient was revised due to pain. There was no reported failure of any implants, but the surgeon noted possible malposition of the shell as contributing. The shell, liner, and head were revised. Attempts have been made and no further information has been provided.